Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that a glidewell ht implant got stuck. The patient presented for implant placement on (B)(6) 2026 and during placement the implant got stuck in the bone. The reported device was removed and replaced with another implant. The patients bone quality was reported as type ii and oral hygiene as good.